Event description:
The customer observed droplets of red cells on top of the mts gel card foil on the ortho provue analyzer during validation testing. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer was not yet test of record at the time of the incident. Validation testing was being performed at the time of the incident, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and performed repairs to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.